Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The examination of the returned foot switch showed that it was extremely contaminated and became stuck which caused the error described in the complaint. The instructions for use contain adequate instructions for handling and cleaning the system. Due to the massive contamination of the footswitch, it must be concluded that these instructions were not followed. An accumulation of faults could not be determined for the said fault pattern. The system is designed in such a way that any unwanted radiation can be interrupted at any time by actuating the emergency switch. This is also adequately described in the instructions for use. The affected part has been exchanged by the local service organization and the error did not reoccur since. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported that fluoroscopy does not stop when the footswtich is released. There is no report of impact to the state of health of any patient or user involved. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.